Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 2.5 ml of insulin during the load sequences. There was no adverse impact to blood glucose. Customer declined further troubleshooting with tandem technical support to resolve the issue.